Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced dizzy spells. Upon device interrogation, noise reversion episodes were noted due to lead noise on the ventricular channel. The right ventricular lead was capped and replaced on (B)(6) 2018. The patient is in stable condition.